Event description:
During a follow-up in clinic, competitive atrial pacing with a loss of capture threshold resulting in oversensing was observed on the right atrial (ra) channel which resulted in phrenic nerve stimulation. The suspected root cause was ra lead dislodgement. No intervention was performed at this time. The patient was stable and will continue to be monitored.